Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that patient got unintended strong stimulation. Patient reported that they had switched device off for approximately 1 week. When patient switched device back on, stimulation was very strong and patient was very uncomfortable. No known cause. It was explained to patient that they will need to turn device therapy down to 0.1 before switching therapy back on, however it is best to leave therapy running 24/7 for best therapy outcome. Issue resolved.